Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, 1 device exhibited poor sleeve function and leaked. There was no health impact or consequences reported.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve leakage was not observed. Also, 8 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.